Event description:
Reported due to surgical debridement/infection. The pt had two (2) interventional procedures by a trained physician. The first was in 2005; the second was seven days later. Both were successfully closed with a perclose at (closer ak) device. It is unk if both procedures were performed in the same groin. Fluoroscopy was performed prior to closure, though it is unk whether it was done prior to both procedures or for which procedure(s) the following results were given. The fluoroscopy results were: 1. Vessel size was "more than five (5) mm"; 2. No vessel calcification or tortuosity; and 3. The site was confirmed to be in the common femoral artery. The doctor re-gloved and re-prepped the puncture site prior to the closure procedure. Reportedly, there were no issues with either procedure. It is unk how long the pt remained in the hosp after each procedure. Ten days later, the pt presented at the hosp with pain at the puncture site. Surgical debridement at the subcutaneous layer only was performed on an unk date. It was noted that the pt had taken a bath "3 days after the procedure on the same day." No suture was removed as the "infection area was limited near the skin and the doctor believed no infection from suture." The pt was reported to be "recovering".

Event description:
Reported due to surgical debridement/infection. The pt had two (2) interventional procedures by a trained physician. The first was in 2005; the second was seven days later. Both were successfully closed with a perclose at (closer ak) device. It is unk if both procedures were performed in the same groin. Fluoroscopy was performed prior to closure, though it is unk whether it was done prior to both procedures or for which procedure(s) the following results were given. The fluoroscopy results were: vessel size was "more than five (5) mm"; no vessel calcification or tortuosity; and the site was confirmed to be in the common femoral artery. The doctor re-gloved and re-prepped the puncture site prior to the closure procedure. Reportedly, there were no issues with either procedure. It is unk how long the pt remained in the hosp after each procedure. Ten days later, the pt presented at the hosp with pain at the puncture site. Surgical debridement at the subcutaneous layer only was performed on an unk date. It was noted that the pt had taken a bath "3 days after the procedure on the same day." No suture was removed as the "infection area was limited near the skin and the doctor believed no infection from suture." The pt was reported to be "recovering".